Event description:
It was reported that on more than one occasion, the pc unit would shut down during an infusion. The devices were reportedly connected to a power source and infusing when power was lost to the pc unit, resulting in the need for a rapid exchange of the pc unit. The most recent event of this occurring was on (B)(6)2023. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.